Event description:
It was reported that, the pt "woke up and felt his clothing was damp, he then realised that his line was bleeding." The lumen broke over the metal cannula, under the collar.

Manufacturer narrative:
An investigation has been initiated. Add'l info regarding the event and device has been requested, but not provided to date. When the investigation is complete, a final report will be submitted.